Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed an unknown error message. There is no report of patient involvement or patient consequence as a result of the reported issue.

Manufacturer narrative:
The reported complaint of an error message was confirmed during initial functional testing and in the archive data of the returned autopulse platform (sn: (B)(4)). The platform's archive data was retrieved and reviewed. The archive revealed a system error 139. The root cause of the issue was due to the drive train motor brake out of specification. The autopulse platform is a reusable device and was manufactured in june 2011. Therefore, this type of drive train brake issue is characteristic of normal wear and tear for the life of the device. The drive train motor/clutch plate was replaced to resolve the issue. Additional repair and upgrade were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The top cover was replaced and power distribution board was updated. The platform was reassessed and found to function as intended and meet specifications. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(4). The platform passed all final testing criteria. Correction to device manufacture date is 16 june 2011 not 16 june 2017.